Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm fenestrated bipolar forceps instrument had a broken black conductor wire. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. Additional information: the instrument was inspected prior to use. There was no damage noted out of the ordinary. The low anterior resection was the procedure being performed. The type of damage noticed was a type c. No wire was exposed due to damaged insulation. No loss of cautery or arcing was observed. There were no instrument collision and no patient injury. The instrument will be returned for evaluation, and no photos or videos are available for isi review.

Event description:
Refer to h11 for follow-up information.